Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connectors were broken. It was also indicated that the lower case was broken and that the main seal was pinched between case halved and was damaged. It was also indicated that both battery wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator's (epg) output connector was broken. The epg was returned for service and testing and calibration. There was no patient involvement.